Event description:
Customer states that the peel-away sheath did not breakaway cleanly leaving a fragment inside the patient. The fragment was successfully retrieved, and there was no harm caused to the patient.